Event description:
During implantation of the subject device, the first vf induced by shock on t was spontaneously converted. Afterwards, two attempts to induce vf with 30hz burst did not succeed: after pressing the vf induction button, the egm started to be displayed, but no burst was delivered. However, it was then possible to induce vf with a shock on t.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.